Manufacturer narrative:
The account found that if there is no bedding on the bed the bed exit will set but not alarm. The account stated the bed has an accumax quantum vpc mattress on it. The account took a mattress from a stretcher to trouble shoot and had the same issue. Per hill-rom sale records this account has only purchased new tape switches in 2013 and 2014. Per the hill-rom service manual the advance series bed requires effective maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated.

Event description:
The account reported they replaced the bed exit tape switches on the bed exit will not set if there is bedding on the bed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4). Hill-rom technical support ordered a set of bed exit tape switched to test on a hill-rom bed. They installed the tape switches on the bed and turned the bed exit switch on, after the delay the bed started to alarm. Then they added a mattress to the bed and turned the bed exit on, the bed started to alarm after the delay. They put the footboard on top of the mattress and turned the bed exit on, the bed exit turned on but did not alarm. The technical support representative then removed the footboard and the bed exit did alarm. The mattress weighs 13.8lbs and the footboard weighs 6.2 lbs. Technical support asked the account to return the bed exit tape switches. The account emailed hill-rom that they would not be returning the bed exit tape switches at this time. Hill-rom engineering have been notified and are evaluating on how to proceed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.